Manufacturer narrative:
The device in question was investigated by a maquet field service technician (fst). According to the service order: customer complained that rpm would read zero. Could not duplicate customer complaint - unit operated for 2 weeks without issue. Unit was cold and warm started numerous times and was operated on battery without issue. Pcb's, cables and connectors were inspected and no issues were found. Note that a non getinge battery is installed in this unit. Pm, functional test and safety check as per the service manual. All tests passed. Rfd s/n (B)(4). Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rpm on the rotaflow console reading zero during patient treatment. No error messages or alarms. Device was exchanged during procedure. No harm to the patient was reported. (B)(4).